Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device evaluated by MFR.: mustang 8.0 x 20, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified, measuring 42mm in length, starting at 10 mm proximal to the proximal marker band and extending to 2 mm distal past the distal marker band. A visual and microscopic examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no issues with the device shaft. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. An 8.0 x 20, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 24 atmospheres for 5 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. An 8.0 x 20, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 24 atmospheres for 5 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with another of the same device. There were no patient complications reported.